Manufacturer narrative:
(B)(4). The continuous glucose monitoring system mentioned is being reported under MFR# 3004753838-2015-02896. The animas insulin infusion pump system mentioned is being reported under MFR# 3004753838-2015-03072.

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of patient's parent an intermittent out of range signal that occurred on (B)(6) 2015. In addition, the patient was using both the dexcom continuous glucose monitoring (cgm) system and the animas insulin infusion pump system simultaneously. It was further reported that the animas pump was displaying an error code that signified the transmitter was faulty. At the time of contact, the distributor did not report any injury or medical intervention.